Event description:
It was reported when an asymptomatic patient presented a merlin transmission, post-sensed t-wave oversensing was observed on the ventricular channel. The recommend programming changes were not completed as the physician will decide how to proceed. The patient condition was stable.